Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, mitral valve annuloplasty ring, 1 implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed as the clip caught in the chordae and could not be removed, resulting in the clip deployed in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted successfully. A mitraclip ntr was advanced to further reduce mr, however it got stuck in the chordae. Attempts were made to remove the clip from the chordae, however, were unsuccessful; therefore, the clip was deployed in the chordae. It was noted that there was difficulty visualizing the clip due to imaging artifacts caused by a previously implanted annuloplasty ring. Post procedure mr was reduced to 3. The patient is stable, and no further treatment is planned. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. All available information was investigated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. The reported poor imaging appears to be due to patient anatomy. Furthermore, reported entrapment of device or device component (clip caught on chordae) was due to reported poor imaging. The patient effect of foreign body in patient is due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.